Manufacturer narrative:
Analysis: the product has not been received in manufacturing; device returned has been requested. Without product return, review is limited and no results can be provided. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. Additional information received on 07/26/2006 shows the patient has not expired. No other information on patient status is available. Conclusion: no device return; an exact cause has not yet been determined for the reported product problem.

Event description:
Information received indicates that when the surgeon attempted to use the bipolar device, an error message was received and the unit could not be used. The unit was replaced during the case with a monopolar pen; however, the heart muscle was cut to allow for the surgeon's technique in order to use the monopolar device. Due to patient history of thrombi, the surgeon preferred the bipolar device and indicated an elevated patient risk was introduced from opening the heart muscle. Patient is currently under observation in ICU for potential thrombosis. As of 07/26/2006, no report of subsequent patient complication has been received.